Event description:
Dealer reports went out to patient on friday and installed a vent tray and patient was driving through a store and hitting everything, customer reported to dealer they removed the vent tray. Now when chair is tilted, it goes off to one side, cocked to one side. When unit is brought back up to sitting position, it will correct itself straight. Dealer will go out to inspect chair; possibly something is bent from the incident in store; the customer thought it was due to vent tray because it hangs off the back of the chair, and that is why customer removed it.